Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusions set fell off due to which hyperglycemia occurs within 12 hours of use. High blood glucose level was 164 mg/dl. Event had occurred on (B)(6) 2024. He replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1876006. Device 2 of 2.